Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter would not inflate and fell out of the patient. The complainant noted that upon inspection of the catheter, the balloon was noted to be shredded and dry rotted.

Manufacturer narrative:
The reported event is confirmed. The product was used for treatment, did not meet specifications and was influenced by the failure. Visual evaluation of the sample noted one opened, used surestep silicone foley tray that included a meter bag with drainage tubing, sample port connector and a silicone foley catheter. It was noted that the tray was covered in iodine and lubricant and iodine also stained the catheter. In addition, it was noted that the catheter was missing the tip and no signs of dry rotting had been observed around the area of the break. The tip was not to be incomplete or malformed. The catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution leaked from the balloon, as a portion of the balloon was missing along with the tip. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be incorrect process parameters. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the catheter would not inflate and fell out of the patient. The complainant noted that upon inspection of the catheter, the balloon was noted to be shredded and dry rotted.